Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had no power and there was moisture visible behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 7/07/2016 with the following findings: a review of the pump¿s black box data showed cs 054 call service alarm. The pump was returned with moisture visible through the display lens. The pump powered on to a blank screen. During visual inspection, it was observed that the bolus button cover was missing. A leak test was performed and failed due a bolus button leak. The pump was opened and there was moisture observed throughout the pump casing. The initial "power" complaint was unable to be adequately investigated due to an inability to run the 24 hour basal program and due to a blank screen related to moisture ingress. (B)(4).